Event description:
It was reported that the patient fell out of bed last night and hit the floor ¿pretty hard.¿ since the incident, she had been experiencing ¿jolting motions¿ and was concerned about the leads moving. The system was going to be evaluated and have the impedance checked tomorrow. The location of the issue or jolting was unknown at the time of this report. Additional information received reported the patient was unsteady with the stimulation on. The patient was fixated on keeping the spinal cord stimulator (scs) at 8 milliamps which appeared too high for her at the time of the meeting. It was also noted that the patient fell on the stimulator. Reprogramming was performed and the patient was sensing stimulation at 5 milliamps and was much steadier on her feet. It was noted that the patient was unstable or somewhat jerky prior to a trial system. It was planned to activate additional features on the device on (B)(6) 2014. The problem was noted to have been resolved and the patient was doing well. Additional information received reported that the patient was doing much better. She wasn¿t as sore and unsteady on her feet. The adaptive stimulation was activated and the incisions were noted to have healed nicely.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).